Event description:
The patient developed blisters under the gel pad leads placed for cardio/resp monitoring in intensive care. Gel pads removed and site observed for further developments. No treatment required.